Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. An increased intra-peritoneal volume (iipv) was found during evaluation. The cause for the iipv found in the logs was determined to be insufficient drain - false empty detect / use error, initial drain alarm setting inappropriately programmed. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 2. The patient's ultrafiltration reading was 2906ml, indicating the home patient (hp) drained 2906ml more than their programmed fill volume of 3000ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware of the patient's excessive drain volume. Additionally, the patient did not report any symptoms of overfill. The nurse stated that the patient has resumed therapy and is doing fine. There was no patient injury or medical intervention associated with this event.